Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with extraneal viaflex and physioneal, unspecified product therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex 2 liters daily and physioneal 1.36% 2 liters daily and 2.27% 4 liters daily (lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient developed sterile peritonitis and was hospitalized the same day. The event was considered severe. On an unreported date, the patient was treated with ceftazidime (1 gram/24 hours), vancomycin (2 grams / every 4 days) and fluconazol (100 mg/ daily). On (B)(6) 2011, the patient was discharged from the hospital. The patient recovered with sequelae. Extraneal therapy was "suspended" at an unknown date. Action taken with physioneal, unspecified product was not reported. The physician suspected that extraneal caused the event. The physician did not provide an assessment of causality for the event of sterile peritonitis in relationship to physioneal.